Event description:
There is a "bur" of plastic on the tip of the catheter. It is connected to the hub and could have broken off and gone into patient. The bur is at the tip and pretty obvious. The exact size is unknown, however, it appears to be a rough piece of plastic which got connected to the tip during manufacturing. The catheter was not used on patient and there was no patient injury reported.

Manufacturer narrative:
The product has been returned for evaluation and testing. Additional information willbe submitted within 30 days from receipt.

Manufacturer narrative:
The complaint report stated "there is a 'bur'" of plastic on the tip of the catheter. It is connected to the hub and could have broken off and gone into patient. The bur is at the tip and pretty obvious. The exact size is unknown; however, it appears to be a rough piece of plastic which got connected to the tip during manufacturing. The catheter was not used for the procedure and no patient injury occurred. One non-sterile 6fr vista brite tip guide catheter was returned for analysis. The shaft was kinked in various places. The burr that the customer reported was hub flash. The molding process was reviewed and it was determined that controls are in place to prevent, detect and rework (if applicable) these type of defects (flash). The catheters are inspected 100% to detect any flash attached to the hub. Also, several inspections are performed throughout the guide catheter assembly process operations. In this case, the defective unit was inadvertently released. The customer complaint was confirmed; there was flash on the hub. The root cause was confirmed as human error; this unit should have been detected during the inspection processes. Awareness training was given to the molding personnel to prevent the recurrence of this type of failure.